Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: lot was reported, however, this is not a lot #1020351 manufactured for the reported catalog # 320597. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 5 bd pen ndl 32g 4mm were blocked. The following information was provided by the initial reporter: pen needle penta point is blocked even before single use. Insulin is not coming out from needle.

Manufacturer narrative:
H6: investigation summary: two empty 32g x 4mm pen needle polybags were returned. No pen needle samples were returned therefore no clog test could be carried out. No DHR review can be carried out as lot number is unknown. Based on the photos and the fact no physical samples were returned no further investigation can be carried out.

Event description:
It was reported that 5 bd pen ndl 32g 4mm were blocked. The following information was provided by the initial reporter: pen needle penta point is blocked even before single use. Insulin is not coming out from needle.